Event description:
It was reported that an ilet user experienced persistent hyperglycemia while resting, with a fingerstick blood glucose of 295 mg/dl despite a recent supply change, and a site-only infusion set change was completed with guidance. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included user education and troubleshooting support. Investigation included troubleshooting, counseling on a full supply change, and implementation of a site-only change. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.